Event description:
It was observed that during the device evaluation, the camera head had a poor color image, a crack on the body cover of the camera head, smashed connector tip and a failed leak test. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty ccd, poor color image, a smashed connector tip, and a failed leak test due to a crack on the body cover of the camera head were discovered.. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "all remote switches should be checked to work normally even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation" reference page 29. Olympus will continue to monitor the field performance of this device.